Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and confirmed by the customer on june 19, 2017. The catheter worked during the previous procedure. The ent physician applied medication to the patients nose bleed and treated the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the catheter got stuck at 47cm while it was being removed from the patient. The patient was taken to an ears, nose, and throat (ent) physician for removal. The ent physician numbed the patient's nose and removed the probe. A slight nose bleed was noted, but no further patient care was required. When inspecting the catheter after removal, a slight tear in the sheath was noted. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one device was returned to medtronic for evaluation. This device was used in the treatment or diagnosis of a patient. The investigation found that the silicone tubing has a large cut right below the strain relief carrier and there is evidence that foreign substance got inside. The lap-tube has slight damage. The investigation isolated the failure to the damaged silicone tubing, but a root cause was not identified. If information is provided in the future, a supplemental report will be issued.